Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the generalized power distribution unit (gpdu) did not start. After troubleshooting, it was determined that the control unit on the gpdu's front panel was defective. To resolve the issue, the fse replaced the gpdu front panel and updated the firmware. The system was returned to use in good working order and ready for clinical use. The gpdu front panel was returned for further analysis. Functional testing was performed, and no failures were found. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the mains power distribution unit (mpdu) did not start. After troubleshooting, it was determined that the control unit on the mpdu's front panel was defective. To resolve the issue, the fse replaced the mpdu front panel and updated the firmware. The system was returned to use in good working order and ready for clinical use. The pd.assy.frontpanel boxed was returned for further analysis. Functional testing was performed, and no failures were found. The codes were updated based on the investigation outcome.